Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to the main board. The main board was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.